Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide. The info provided with this report indicated the coating of the wire guide separated near the distal end during use. No injury to the pt was reported.